Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. Cross reference case ID: (B)(4). The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that tip of the bowel grasper snapped off during use inside a patient. Caused the procedure to be prolonged by 3 hours while retrieving small bit that had come off. Since the procedure was prolonged by 3 hours and no information if the broken part was fully retrieved, this case is reportable as precaution cross reference MDR: 9610617-2024-00429.